Manufacturer narrative:
Investigation summary: customer returned three (3) used 32g x 4mm bd pen needles. Consumer reported non patient end of pen needles missing. Also reported: I would load a pen with one of your needles, stick myself in the abdomen and nothing would come out. All three returned pen needles were examined, and all three exhibited bent non-patient end (npe) cannulas, however, no evidence of manufacturing defects was observed. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged. As all three samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (missing npe cannula). The root cause for the issue (missing npe cannula) could not be determined as the issue was not confirmed. The possible root cause for this issue (bent npe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that medication was not able to be delivered and the patient end of the pen needle was missing with a bd ultra fine¿ pen needles. The following information was provided by the company reporter: it was reported that nothing was coming out of pen needles and the non patient end of the pen needle was missing. The following information was provided by the initial reporter: I recently purchased a box of 100 bd pen needles, as I do every month for the past 3 years. At least 15 of them did not have the portion of the needle that sticks into the rubber part of my humalog and lantus pens. I would load a pen with one of your needles, stick myself in the abdomen and nothing would come out. I thought it was the humalog pen but when I tried a different needles it worked. I finally checked the bd pen needle and discovered it was missing the needle inside the plastic. I thought it was weird but continued to use the box. Then it happened again and again. Each time sticking myself for no reason.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9106632. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-16. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication was not able to be delivered and the patient end of the pen needle was missing with a bd ultra fine¿ pen needles. The following information was provided by the company reporter: it was reported that nothing was coming out of pen needles and the non patient end of the pen needle was missing. The following information was provided by the initial reporter: I recently purchased a box of 100 bd pen needles, as I do every month for the past 3 years. At least 15 of them did not have the portion of the needle that sticks into the rubber part of my humalog and lantus pens. I would load a pen with one of your needles, stick myself in the abdomen and nothing would come out. I thought it was the humalog pen but when I tried a different needles it worked. I finally checked the bd pen needle and discovered it was missing the needle inside the plastic. I thought it was weird but continued to use the box. Then it happened again and again. Each time sticking myself for no reason.